Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed the telescope shaft is cut off at the distal side of the strain relief and the proximal sheath assembly, additionally, the drive shaft is partially cut off partially. The guide wire exit hole port was encountered damaged (lifted up), however, the distal tip has no encountered damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The target lesions were located in the middle and proximal left anterior descending (lad) artery. During the procedure, an opticross¿ imaging catheter was used to view the lesion. During the procedure the physician noticed that the guidewire exit port of the opticross¿ imaging catheter was stuck in a not fully apposed non bsc stent, placed a month before. After the physician pulled and pushed the opticross¿ imaging catheter, but could not removed it. The imaging catheter was removed by cutting the telescope section and inserting a micro catheter. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.